Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: once the structural balloon was placed in patient for a tep repair, the surgeon tried to secure it in place by sliding down the collar and clipping. The clip broke during this part of the procedure. Patient focused resolution of events and outcomes surgeon opened new balloon. Patient outcome: procedure went on without incident.

Manufacturer narrative:
(B)(4).